Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the 0-degree endoscope was reportedly inspected prior to use, and no issue was noted. The site was performing a radical prostatectomy with lymphadenectomy surgical procedure. It was observed that the surgeon's hand controls were flipped. It was confirmed that there was no patient harm, injury or adverse outcome.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The site replaced the endoscope with a back-up endoscope to resolve the reported problem. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
After completing a da vinci-assisted surgical procedure, the customer reported that the surgeon's hand controls were flipped during the surgical procedure. The endoscope was installed on universal surgical manipulator (usm) 2 at the time of the event. The site replaced the endoscope with a back-up endoscope to resolve the reported problem. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and identified error 23003 indicating a possible endoscope bearing-related issue. The tse recommended to test the resistance on the affected endoscope by manually rotating the shaft. The tse also suggested to return the endoscope for evaluation. There was no reported injury.